Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens (iol) implantation procedure, the lens was found to be distorted. There was patient contact and the procedure was complete on the same day. Additional information was requested and received stating that there as no patient harm.